Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was loss of capture on the right ventricular (rv) channel of this pacemaker. No aysole was reported. The rv lead was explanted and successfully replaced; this device remains in service. No additional adverse patient effects were reported.